Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was other catheter occlusion. It was noted the catheter was revised on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 20 mg for a total dose of 3.31094 mg/day and unknown baclofen 250 mcg for a total dose of 41.38674 mcg/day via an implantable pump. It was reported the patient came to clinic on (B)(6) 2020 for a pump refill and told the doctor they felt they should be getting more of a benefit from the pump medication and was not. The doctor noted the under fluoroscopy the catheter was sluggish. The catheter was explanted/replaced on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other catheter sluggish and the clinical diagnosis was while filling the pump, the doctor noted the catheter was sluggish. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.